Manufacturer narrative:
An fe examined the console and the main pressure, cylinder and switch points were checked, completed maintenance carried out including installation of the maintenance kit. A changeover of the valves, needle valve and pressure sensor was performed for the feed pressure. All pressures were set correctly and a device was tested correctly. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva handpiece using an atec console procedure on (B)(6), 2023, during the second biopsy of the day the test ran correctly and without error messages but after 2 samples had been taken an error "retest handpiece" was observed. The equipment was restarted but the error could not be cleared. The patient had to be rescheduled. The error could not be pointed at the console or the handpiece. No other information is available.